Manufacturer narrative:
The manufacturer previously reported information from the patient alleging that a ds2adv auto CPAP is malfunctioning, displays an error code, and will not turn on. The patient reported significant physical difficulties and mobility and stated that his heart stopped "last night" because he hasn't been able to use the device for a year. He said his ds2 replacement runs hot and "he knows the machine has caught on fire over 300 times already" but then stated he is unsure if he ever saw smoke or flames. Medical intervention was not specified. There was no harm or patient injury reported. A final report is being submitted because this report has been updated to a legal case. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Event description:
The manufacturer received information from the patient alleging that a ds2adv auto CPAP is malfunctioning, displays an error code, and will not turn on. The patient reported significant physical difficulties and mobility and stated that his heart stopped "last night" because he hasn't been able to use the device for a year. He said his ds2 replacement runs hot and "he knows the machine has caught on fire over 300 times already" but then stated he is unsure if he ever saw smoke or flames. Medical intervention was not specified. There was no harm or patient injury reported. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.